Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 409 mg/dl. Customer declined to troubleshoot for high blood glucose levels. Customer treated themselves using the insulin pump and their blood glucose went down to 276 mg/dl. Customer advised they would bolus again and try to change out their complete set and reservoir. Customer advised if that does not work they will use manual injection.